Manufacturer narrative:
The recipient's infection is not showing signs of healing; however, the recipient is wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a skin flap infection. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.